Manufacturer narrative:
The actual device and 3 photographs was received for evaluation. The visual inspection of 2 photos revealed a black spot in the header cap. The third photo only revealed the label of two products. The visual inspection by naked eye revealed in both products, a particulate matter clamped between the header and the sealing. The reported condition was verified. The cause was manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed on two units of revaclear 400 apac before patient use. The user replaced the product, and a new product was used for the treatment. There was no patient involvement. No additional information is available.